Event description:
Info received indicates the bed will not go into the trendelenburg or reverse trendelenburg position.

Manufacturer narrative:
The facilities maintenance found the hydraulic manifold hi/low coil wires were incorrectly connected. Maintenance properly connected the wires to repair the bed.